Manufacturer narrative:
Batch review performed on 04 may 2026 stem: amistem h 01.18.133 amistem-h std. Size 3 (k093944) lot 134592: (B)(4) items manufactured and released on 22-nov-2013 expiration date: 31-oct-2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation 12 years after cementless primary tha, the stem becomes painful and needs replacement. The femoral bone looks empoverished and porotic; it is also possible that osteolytic phenomena started taking place. The pe insert is not visibly worn, which makes us think that this may not be the cause for osteolysis, if present. The progressive, secondary distal fixation of the stem can be due to many different reasons and we cannot draw a final conclusion with the information at hand. This case could be classified, for the time being, as idiopathic aseptic loosening. Root cause: aseptic loosening is possible literature described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
At about 12 years post primary, the patient came in presenting pain due to a potted stem and the cause is unknown. There were no indications of trauma. The surgeon revised the medacta stem and head to a competitor stem and head and revised the medacta flat pe hc liner d 36/f to a medacta flat pe hc liner d 40/f. The surgery was completed successfully.